Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2009 the patient presented with pre-op diagnosis: c5-6 disk herniation with myelopathy. The patient underwent: c5-6 anterior cervical diskectomy and fusion using the operating microscope for micro-dissection and removal of osteophytes using a high-speed drill, fusion using a peek implant packed with bmp soaked sponges and fixation using a titanium plate and screw construct. As per op notes, the c5-6 anterior osteophyte was leveled and drilled away. Several herniated disk fragments were seen between the layers of the posterior and longitudinal ligament. Neuroforamen were decompressed. A peek implant filled with bmp-soaked sponges was impacted into position under fluoroscopic guidance. A titanium plate was then affixed to the spine with titanium screws placed through pilot holes drilled under fluoroscopic guidance. The locking mechanism was engaged over the heads of the screws. There were no patient complications. Post operatively patient sustained unspecified injuries due to rhbmp-2.